Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a pseudo aneurysm. During the procedure, it was reported that the pipeline could not be released from the capture coil and it was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire and pipeline (already separated) were returned for evaluation without the marksman catheter. The event cause could not be determined since the pipeline was found released from the capture coil; however, the capture coil and braids were found damaged which may have contributed to the reported event.(B)(4).